Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced fall. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The patient was recovering from peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd891333. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Follow up information from the peritoneal dialysis nurse (pdrn). On (B)(6) 2012, the pd rn stated that the start date of peritonitis was confirmed as (B)(6) 2012 and the admit date was (B)(6) 2012. The peritoneal effluent culture resulted positive for citrobacter. The cause of peritonitis was unknown. The nurse could not comment on "could have happened from a fall. Treatment was gentamycin." The nurse stated that the peritonitis was not device related. Patient was not retrained as yet due to status of not recovering. The patient was discharged on (B)(6) 2012 and began hospice care on (B)(6) 2012 the patient "was not active with baxter products or the pd clinic any longer." The event unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event. Baxter will continue to monitor similar reports to determine if further actions are required.